Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin from the reservoir leaked into the reservoir compartment, and the customer noticed when the reservoir was removed to change the infusion set. The customer experienced high blood glucose of 474mg/dl, and she treated with a manual bolus. No further information was provided.